Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose was 180 mg/dl.